Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint was opened as the surgeon indicated that these parts would be removed in a revision. A surgeon from the facility indicated in an email that this part would be removed in a revision. He also requested the vsp for the original surgery and the size of the screws that were used. More than three attempts were made to gather additional details including confirmation of revision, reason for the potential revision, and potential product return. No additional details were provided and no confirmation of the revision was received. No product was returned and no inspections could be performed. The reason for the potential revision was not provided and it is remains unclear if there was any alleged malfunction of the implants. For these reasons, the complaint could not be verified and the most likely underlying cause of this complaint could not be determined. The DHR of this product was reviewed and no non-conformance was found. This is a custom device with no similar devices and the lot quantity is one. Therefore there are no similar complaints and the risks associated with this device are unique to this device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported a revision is planned due to an unknown reason. No additional patient consequences were reported.